Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a trochanteric fixation nail advanced nail system (tfna) right procedure on (B)(6) 2017, while the surgeon was inserting the ball tip guide wire by hand, the universal chuck with t-handle broke off in his hand. The device was described as being ¿worn out¿. There were no fragments generated and no fragments were left in the patient. The surgery was finished with a readily available back-up device. There was no medical or surgical intervention and no unanticipated x-rays. The surgery was successfully completed with no patient harm. Concomitant devices reported: ball tip guide wire ¿ part# - unknown, lot# - unknown, quantity# - 1. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation.device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the device was discarded by the facility. It was also noted there was no surgical delay to the procedure.